Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported noticing that the pt stimulation was turned off when checking the pt controller. Caller mentioned that the pt settings had been updated about four to six weeks ago. Agent instructed caller to turn stimulation on using the stim on/off button and provided education on adjusting stimulation and changing groups. Caller confirmed understanding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.